Event description:
It was reported that during colorectal general surgery on (B)(6) 2024, the grey cautery cord from laparoscopic set melted off, causing a fire off the field where it was connected to valleylab cautery device. They did not clarify if they were able to complete the procedure or not. However, no injury to the patient or the users was reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: it was reported that flames have occurred (observed by the circulating nurse) when using the unipolar high-frequency cord. This issue normally occurs if the cable was used over its intended lifetime. Due to external influences/forces the electrical resistance increases and the cable becomes hot or burns. According to the IFU, this issue could happen in given circumstances. Based on the given facts we set the root cause to wearing. Additionally, the hf generator in use was a unit from competitor, valleylab. Therefore, we cannot check any settings of current causing the high resistance in the cable. This event is filed under internal complaint ID (B)(4).